Manufacturer narrative:
On (B)(6) 2011, a copy of the death certificate was provided stating the cause of death was "cardiac arrest due to mi" as determined by the hospital physician. Patient was found unresponsive at home and unable to resuscitate. No additional documentation is available. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: device not returned, remains implanted. Additional manufacturer narrative: a device history record review is in progress. Requests have been made for the discharge summary, death certificate, patient medical and health records. To date, none have been provided. Cause of death is unknown.

Event description:
This information was learned through a clinical study. The patient reportly has expired after an implant duration of approximately two years (28.2 months). Details are unknown, medical records have been requested. Device not available for return as it remains implanted.